Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump.